Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. The controller also exhibited a loss of power. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental correction report is being submitted to indicate that the unexpected loss of power occurred on a second controller. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-sep-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 04-sep-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was a second controller that exhibited the unexpected loss of power. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation complete. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. Review of the available autologs report revealed a cont roller fault alarm, associated with (B)(6), was logged on (B)(6) 2022 at 00:39:24 indicating an issue with the internal battery. Of note, based on information provided on the autologs report, (B)(6) was in use for more than two (2) years. Review of the available autologs report did not reveal a controller power up event logged on (B)(6) within the analyzed period. Review of the available autologs report revealed a controller power up event associated with (B)(6) logged on (B)(6) 2022 at 11:43:46. Based on the available information and the reported event details, the controller power up event was most likely due to a controller exchange. In addition, two (2) vad disconnect alarms, associated with (B)(6), were logged on (B)(6) 2022 at 11:42:02 and 11:43:50, likely due to the controller powered up without the driveline cable connected during the reported controller exchange. Raw log file were not available for analysis. As a result, the reported controller fault alarm event and controller power up event associated with (B)(6) events were confirmed. The reported controller power up event associated with (B)(6) could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information and the reported event details, the controller power up event was most likely due to a controller exchange. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial #: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to h10 product event summary and device evaluation. Product event summary: one controller ((B)(6)) was returned for evaluation. One controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to handling of the device. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. Supplemental testing revealed that one of the cells of the nimh battery was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed a controller fault alarm associated with (B)(6) logged on 02-jan-2022 at 00:39:24 indicating an issue with the internal battery. In addition, log files revealed the contro ller was in use for more than two (2) years. Log file analysis did not reveal any loss of power events involving (B)(6) within the analyzed period. Review of the available autologs report revealed a controller power up event associated with (B)(6) logged on 02-jan-2022 at 11:43:46. Based on the available information and the reported event details, the controller power up event was most likely due to a controller exchange. In addition, two vad disconnect alarms, associated with (B)(6), were logged on 02-jan-2022 at 11:42:02 and 11:43:50, likely due to the controller powered up without the driveline cable connected during the reported controller exchange. Raw log files associated with (B)(6) were not available for analysis. As a result, the reported controller fault alarm event and controller power up event associated with (B)(6) events were confirmed. The reported controller power up event associated with (B)(6) could not be confirmed. The most likely root cause of the controller power up event associated with (B)(6) can be attributed to a controller exchange. The most likely root cause of the reported controller fault alarm event can be attribut ed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b3 and d10. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.